Event description:
New information reported that the patient presented to clinic on (B)(6) 2019 and programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. Upon review, myopotential oversensing was noted on the patient's implantable cardioverter defibrillator. Noise that was inhibiting pacing was also noted. Programming changes and induction testing were discussed. The patient will continue to be monitored.